Manufacturer narrative:
Product ID neu_unknown_lead, lot# v217680, product type lead product ID neu_unknown_lead, lot# v217680, product type lead product ID 7482a51, serial# (B)(4), product type extension product ID 7482a51 lot# serial# (B)(4), product type extension, (B)(4).

Event description:
It was reported that the patient's system was explanted due to infection. No further information was reported. If additional informa tion becomes available, a follow-up report will be submitted.